Manufacturer narrative:
The user facility had discharged the batteries and recharged them but the battery icon remained red. The field service representative (fsr) installed new batteries. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) verified the reported complaint. Both batteries show voltage and conductance readings within specification, but fail discharge tests. The battery pair does not properly charge, likely caused by degradation due to improper battery maintenance. Both batteries measured 13.0 volts direct current (vdc). Conductance measurements were 487 siemens (s) for the first battery and 468s for the second battery. After charging for 2.5 hours both batteries measured 13.5 vdc and conductance measurements were 491s and 443s respectively (both passing). A discharge test was performed and the battery pair railed, holding the load for only 41 minutes (minimum time required is 50 minutes).

Event description:
It was reported that during the use of the device for a non-clinical activity, the battery icon was still displaying red after charging the unit. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis on 21-jun-2018: (B)(6) 2018 at 13:02:27 depleted battery shutdown message nach = 0 time left on battery = 0 power manager log. (B)(6). The system was left on for approximately twenty-one hours on (B)(6) 2018 at 1:48:22 pm until the following day (B)(6) 2018 at 9:06:49 am the lmd failed after thirteen hours of charging from 1:50:49 pm to 2:56:06 am. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.